Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a low blood glucose (bg) event. The patient's mother reported that the patient seemed less alert than usual, and decided to do a blood check. The blood check showed the patient had low blood glucose, with the continuous glucose monitor (cgm) displaying 5.3mmol/l and the bg meter displaying 3.3mmol/l. The patient was given 60ml of lucozade and 15 minutes later, was given another 60ml of lucozade. At the time of contact, the patient was in good condition. Values reported from the cgm and bg meter were within 20/20. There was no device malfunction. No additional event or patient information was available.